Event description:
Additional information received reported that the model/lot # of the instant detacher was ID-1-5 lot:d063219. The cause of the event was not determined, although the winding was repeated several times, it was not thought that it could be identified as the cause of the malfunction. An axium prime coil of another size was used to completed the procedure. The coil was removed by slowly inserting (retracting) into the microcatheter and then retrieved. Prior to coil non-detachment, there were no issues, and no pushwire¿damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil failed to detach. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid posterior communicating artery aneurysm with a max diameter of 8 mm and a 7 mm neck diameter. It was noted the patient's blood flow was ordinary. There were no abnormalities in the vessel tortuosity. It was reported that there was coil detachment failure. The physician attempted to detach the coil using the instant detacher three times. The physician did not attempt to withdraw using another instant detacher. There was no attempt to remove the device manually via the hypotube. There was no health hazard. There was no health damage to the patient. The product was not used in an infected patient. The device was prepared as indicated in the package insert. Ancillary devices include a phenom 17 microcatheter.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient's vessel tortuosity was normal.